Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other similar incidents. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the sdla. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mr with a grade of 4. Two clips were implanted, reducing mr to 2. On (B)(6) 2019, it was found that the most lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 4. On (B)(6) 2019, an additional mitraclip procedure was performed for treatment. One clip was implanted to stabilize the slda clip, reducing mr to 2-3. No additional information was provided.